Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 550:320; this condition had the potential to interrupt delivery. This condition was found in the mother baby department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation. This condition was caused by a disconnected rear inverter harness. The rear inverter harness was reconnected to correct the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A device history record review was performed finding one exception during manufacturing that could be associated with the reported condition. However, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.